Event description:
Cryo balloon catheter in use during ablation. The boston scientific polarx cryo machine read: ¿refrigerant flow obstruction detected¿ manufacturer rep. Stated we needed to switch the catheter, so catheter that was in the body was removed, placed in biohazard bag, label was cut off from packaging and attached to bag. Medwatch report filled out. New catheter placed and there were not anymore errors for the rest of the case.